Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, it was noted this right ventricular lead exhibited high capture thresholds contributing to loss of capture. The physician assessed the lead as completely dislodged and scheduled a lead revision. During the revision, four days later, the leads helix was able to be successfully retracted and a new location identified however, the helix was then non functional and unable to be fixed. For this reason, the lead was then removed and replaced with another of the same model type and the procedure completed in absence of adverse patient effects. The explanted lead is intended to be returned for analysis.